Manufacturer narrative:
Pump alarmed critical pump error after battery installation. Unable to perform displacement test due to critical pump error. Unit successfully downloaded to thump. Confirmed pump error 53 (line number 334 file number 174) in the pump history download on 03/21/2026 02:18:47 due to sw issue as per global logic analysis. The electronic assemblies and motor assemblies were inspected, and no anomalies were noted. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, cracked case corner of the belt clip rails near the battery compartment, cracked case battery tube, and cracked keypad overlay. Critical pump error (open book image) alarm confirmed during analysis. Confirmed pump error 53 in the pump history download due to sw issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received critical pump error (open book image). The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-6101. Troubleshooting was performed. Pump does not shows any signs of damages. Customer was using the correct battery cap to the pump. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1885 was requested and the customer response was that the device will be returned. No product return is required for mmt-6101.